Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent revision surgery on (B)(6) 2010 and mesh was implanted during which the surgeon noted the mesh had rolled up on itself superiorly, resulting in recurrence. He lysed omental adhesions. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. The patient had a previous mesh implanted on (B)(6) 2010 which is captured in a separate file. No additional information was provided.